Event description:
It was reported that the integrated bed exit system of a medical bed was allegedly not giving an audible signal when triggered.

Event description:
Itf was reported that the integrated bed exit system of a medical bed was allegedly not giving an audible signal when triggered.